Event description:
It was reported that during the examination the patient said that he is not happy with far distance vision after the surgery, and as time goes by the situation is getting worse. In addition, he cannot have a clear vision with glasses neither and his daily activities are significantly affected. Through follow-up we learned that zfr00v intraocular lenses (iol) were used, and that they remain implanted. The od (right eye) sn (B)(4), date of surgery (B)(6) 2021; os (left eye) sn (B)(4) date of surgery (B)(6) 2021. The patient's visual acuity prior to the implantation of the original lens was od corrected distance visual acuity(cdva): 0.9 and os cdva: 1.0 and the visual acuity after the implantation of the original iol measured at od cdva: 0.8 and os cdva: 0.7. Yttrium aluminum garnet (yag) laser capsulotomy done to both eyes (ou) on (b)(6 2022. The patient is not satisfied with distance vision; last post-operative visit was done on (B)(6)2022. No further information was provided. This report is for the lens implanted in the left eye, sn (B)(4). A report is being submitted for the lens implanted in the right eye, sn (B)(4).

Manufacturer narrative:
(Race): information unknown/ not provided. Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: unknown, as information was asked but it was not provided. If explanted, give date: not applicable, as the lens remains implanted. Telephone number: (B)(6). Other 81: the device was not returned for evaluation as the lens remains implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.